Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7114744/7116088 . Product family: scs-linear leads . Upn: m365sc2218700. Model: sc-2218-70 . Serial: (B)(6). Batch: 7070939/7074539.

Event description:
It was reported that the patients battery pocket opened up following a fall. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.